Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: h6 (clinical code, type of investigation, investigation findings, and investigation conclusions). Update to b5. Per the initial report, approximately 11 months and 23 days post implantation of a 26mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. Additional information received via medical records indicates the explant was related to streptococcal infection specifically, streptococcal mitis oralis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection that occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest that streptococcal infection (endocarditis) caused or contributed to the valve explant. There was no allegation or indication an edwards product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Event description:
Per the received medical records, the patient was reported as doing well post tavr until he began to have extensive dental work performed over the previous few months. The patient began to experience rl flank discomfort. The patient was evaluated and admitted for sepsis with hypotension and thrombocytopenia. Blood cultures were positive for streptococcal infection. The patient was placed on ab therapy. The patient subsequently grew out streptococcal mitis oralis. A tee performed demonstrated possible thrombus or vegetation of the aortic prosthesis behind one of the leaflets. Treatment options were discussed with the care team as to treatment options for his prosthetic aortic valve endocarditis. There was no evidence of stroke or other peripheral embolization from the vegetation or valve. The patient also reported fatigue. A decision was made to explant the valve.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve not returned.

Event description:
As reported by patient registry, approximately 11 months and 23 days post implantation of a 26mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time. Per medical record review, unable to determine why the patient's valve was explanted. The patient had reported feeling well and all tte reports provided show a well-functioning valve. To note, the most recent transthoracic echocardiogram (tte) states, "peak vel/mean gradients are mildly elevated" yet those values are similar to the 30-day tte. The valve was explanted only 9-days after the last documented normal tte. Additional information has been requested.